Manufacturer narrative:
Result: damaged bed exit module. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.

Event description:
It was reported by svc report that bed exit module was broken, and bed exit could not be set. It is unknown if there was pt involvement or adverse consequences to report.